Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of the cover burn, it is likely that the user used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the subject device. Based on the results of the investigation of the foreign material, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. It is likely that the foreign material was not removed because the device was not reprocessed properly due to a leak in the device. A definitive root cause for the reported events could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states detection method in gif/cf/pcf-190 chapter 3 preparation and inspection_3.3 inspection of the endoscope as below: 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. IFU warns on use of high-energy endo therapy accessories in gif/cf/pcf-190_4.3 using endotherapy accessories as below: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope's plastic distal end cover was burned and foreign faterial was found in the jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.